Event description:
A report was received that the patient¿s midline incision site had slightly opened. The patient underwent a procedure wherein the physician cleaned out the site and re-implanted the leads. Infection was not suspected. The patient was prescribed antibiotics. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.